Event description:
It was reported that one day after implant, the patient experienced bradycardia. The pulse generator exhibited a malfunction. The device was explanted and replaced. The patient was fine after the procedure.

Manufacturer narrative:
(B)(4).